Manufacturer narrative:
The certificate of assurance for pulmonary valve & conduit (B)(6) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. No rejectable attributes were noted. No graft specific non-conformances (ncs) were identified for this tissue. Graft (B)(6) was not returned to cryolife so no direct observations could be made. During the inspection of each cardiac graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes such as holes, tears, disruptions, plaque, etc. The inspector¿s training records were reviewed and she was found to be appropriately trained at the time the task was performed. According to the processing records, this graft did not contain any attributes that would have rejected the graft. As indicated in the operative notes provided, the incident operation in 1998 was for a ross procedure in a 49.5-year-old male. Twenty-two years post-implant (currently 71-years-old), the patient presented with mitral stenosis and regurgitation, chronic diastolic heart failure, moderate pulmonary stenosis and permanent atrial fibrillation. The reoperation that occurred on (B)(6) 2020 was to explant the original homograft and replace it with a larger decellularized pulmonary homograft rv-pa conduit. Concomitant procedures were also performed: mitral valve replacement with a magna mitral bovine pericardial valve, a tricuspid valve repair and a right and left atrial appendage closures. It has been established that the cryopreserved pulmonary allograft used to reconstruct rvot can be a cause of late morbidity and require reintervention (da costa 2014). The development of structural deterioration, leading to pulmonary homograft dysfunction and pulmonary insufficiency after the ross procedure has been reported in the literature. (Martin 2017 and brown 2008). Risk factors for pulmonary conduit dysfunction have been reported in the literature and include length of follow-up exceeding 5 years (brown 2008) and 10 years (martin 2017), younger patient age (brown 2008), and allograft size >27mm (martin 2017). The pv00 in this report was 29mm and implant time exceeded 22 years. Rates of freedom from pulmonary homograft explant after the ross procedure in young adults (mean ages ranging from 30-42 years) have also been reported in the literature, with rates ranging from 91%-97% at 15 years (david 2014, mastobuoni 2015, da costa 2014, mazine 2016, martin 2017) to 83%-93% at 20 years (david 2014, mazine 2016, martin 2017). Pulmonary insufficiency and explant of a pulmonary homograft used to reconstruct the rvot 22 years after the ross procedure is not uncommon and has been reported in the literature. The root cause of the reported event is likely structural deterioration of the pulmonary homograft resulting in valve dysfunction. However, occurring at 22 years after implant, the graft can be considered to have performed within expectations. Structural valve deterioration is a known potential complication. Adequate precautions are provided in the instructions for use. The standard cryopreserved human tissue a/dfmea and pfmea were reviewed. The reported event is addressed. The instructions for use were reviewed and are found to be adequate. The IFU informs the user on the potential adverse events associated with the use of standard cryopreserved cardiac grafts. No new risks were identified during the course of the risk management departmental complaint investigation. All risks identified have been mitigated as far as possible and residual risk is acceptable. References 1. Brown et al. Ann thorac surg 2008;86:1607-12. 2. Da costa et al. Eur j cardiothorac surg. 2014;46(3):415-22. David et al. J thorac cardiovasc surg 2014;147:85-94 . 3. Martin et al. J am coll cardiel 2017;70 :1890-9. 4. Mazine et al. Circulation. 2016;134:576-585. Mazine et al. J am coll cardiol 2018;72:2761-77. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant summary card was received which indicated there was an explant of cryolife tissue at the time of implant on (B)(6) 2020. A search of the implant database revealed one previous implant for this patient- pv00, donor (B)(4), serial number (B)(4), implanted on (B)(6) 1998.